Manufacturer narrative:
On 17 july 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery (stem, head and liner) occurred 6 years after primary cementless tha. Radiographic image provided shows the presence of radiolucent lines in gruen zones 1, 2, 6 and 7 and signs of stress shielding suggesting the presence of a mobilized stem. Aseptic loosening is a possible, literature described adverse event after total hip arthroplasty. In this case, the possibility of pe-debris-induced osteolysis is also possible, particularly because of the age of the arthroplasty. However, the reasons of this event cannot be determined with certainty. Batch review performed on 19july 2017. (B)(4).

Event description:
The patient came in complaining of pain. The surgeon determined the stem was loose. The surgeon believes that the stem did not grow in. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.